Event description:
Pt underwent uneventful left donor nephrectomy in 2009. On-q pain pump catheter removed two days later. On-q catheter snapped on removal; a small length of the catheter broke and was retained in the anterior abdominal well. Attempted to image object with CT and ultrasound, too fine to be identified.